Event description:
It was reported that this pacemaker recorded multiple episodes of rythmiq, which is intended to promote atrioventricular synchrony, due to undersensing of atrial beats. The atrial undersensing initiated ddd pacing as per rythmiq parameters. It was noted that the atrial sensitivity had been previously maximized at 0.15 mv. Technical services recommended further review of the device programming. The pacemaker remains in service and no adverse patient effects were reported.